Event description:
A pt underwent a posterior spinal fusion t3-t11 procedure, and was in a prone position during the procedure. It was reported that the pt received a burn about the size of a dime surrounded by a white area (eschar), approx the size of a quarter. The burn was reported to be under the electrosurgical pad, which had been placed on the right thigh. The burn was diagnosed as 3rd degree and was reportedly treated with betadine, surgical debridement of the burn, then dressed with betadine, surgical debridement of the burn, then dressed with telfa. The pt was referred to follow-up with a plastic surgeon. No additional information regarding pt outcome has been provided to 3m at this time. The biomedical engineer reported the following information regarding the surgical procedure to 3m. Two generators with two cautery pencils (both valleylab hand held pencil catalog # e2515h) were used during the procedure, and two 3m universal electrosurgical pads (catalog #9165) were used on the pt, one of the right thigh, the other pad on the left. The procedure was 45 minutes in length; both generators were used at the same time. It was reported that generator #1 was a conmed generator, model ce#10218, with power settings of coagulation at 45, cutting zero. This generator did not alarm during the procedure. Generator #2 was a valleylab force fx generator, with power settings of coagulation 45 and cutting 0. This valleylab generator did not alarm during the procedure, but when the plate was removed, a burn was observed under the electrosurgical pad, located on the pt's right thigh. The hosp biomedical engineer suspected there was a problem with the valleylab generator and his testing confirmed that generator's rem system was not operating correctly. The biomedical engineer sent the generator back to valleylab for testing. The hosp's biomedical engineer reported to 3m that valleylab confirmed his test results that the generator's rem system was not operating within its specifications. It was also reported that a warning blanket, a bair hugger, and drapes used over the electrosurgical pad and that saline was used as an irrigation fluid during the procedure. 3m's visually examined and performed continuity testing on the actual pad involved in the event. The pad was found to be operating within 3m's specifications. In summary, 3m attributes this event to the mal-functioning rem system of the valleylab generator, and also to certain parameters of the surgical procedure, including the use of a bair hugger, a warming blanket and drapes over the electrosurgical pad, and use of an electrolytic irrigation solution during the procedure. 3m label specifically cautions that the electrosurgical pad should be placed at a site remote from any warning device, and against the use of electrolytic irrigation solutions.